Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon plans to revise both the tibial and talar components, with an inbone implant planned for the talus and either an invision or inbone implant for the tibia depending on bone stock and fit. The surgeon reported no device malfunction or issues during the primary procedure. The revision is being performed due to likely micromotion of the tibial implant, leading to mild subsidence, osteophyte formation, pain, stiffness, and the ankle being positioned in slight equinus.